Event description:
It was reported that the batteries were not charging and not being recognized by the controller. The batteries have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 12-aug-2020. Labeled for single use: no .(B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation no. Device evaluated by MFR no, device evaluation anticipated, but not yet begun. Mfg date: 14-apr-2021. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation no. Device evaluated by MFR no, device evaluation anticipated, but not yet begun. Mfg date: 10-aug-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to sections: -b.3. Date of event was added. -d.9. Device available for evaluation <(>&<)> return date -h.3. Dev ret to MFR. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial #: (B)(6), h3: yes, h6:FDA method code(s): b01, b15, h6:FDA result code(s): d01, h6:FDA conclusion code(s): c02, serial #: (B)(6), h3: yes, h6:FDA method code(s): b01, b15, h6:FDA result code(s): d01, h6:FDA conclusion code(s): c02, serial #: (B)(6), h3: yes, h6:FDA method code(s): b01, b15, h6:FDA result code(s): d01, h6:FDA conclusion code(s): c02. Product event summary: four (4) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the battery (B)(6)powered the controller when in use without any anomalies, within the analyzed period. Review of the available controller log files revealed that the batteries were not in use within the analyzed period. Failure analysis of the returned batteries revealed that the units passed visual inspection. Functional testing revealed that the batteries were unable to charge on a test battery charger or provide power to a test controller. During functional testing, test equipment was unable to read the battery status of (B)(6)due to a communication problem with the main integrated circuit (ic). Internal inspection of the batteries did not reveal any abnormalities that may have contributed to the inability to communicate to the main ic. An attempt to reset the main ic was able to reestablish the batteries functionality. Functional testing of (B)(6) revealed was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.